Event description:
It was reported that the screw broke during implantation.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.